Event description:
A nurse reported a patient experienced posterior capsular tear of the left eye after a laser assisted capsulotomy during a cataract procedure. A questionnaire was received from the surgeon. After an uneventful laser assisted capsulotomy procedure, the surgeon proceeded to continue with cataract removal and a intraocular lens (iol) implant. During the hydro dissection, the surgeon commented that the lens appeared "stuck" and he was unable to get the lens to rotate. During the phacoemulsification portion of the procedure, the surgeon noticed a small tear in the posterior capsule and performed a partial vitrectomy. He then completed the case with implantation of a sulcus supported iol. The surgeon did stated on the questionnaire and the patients symptoms have resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).